Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did an unformed clip drop/eject from the device? ---no. Did the clip fall into the patient? ---no. If yes, how was the clip retrieved? Did the clip hold on the vessel? ---no. Was the clip formed as intended? ---no. Were the jaws damaged? ---no information. Which firing of the device did this event occur on? ---unk. What vessel or structure was the device fired on at the time of the event? Hepatic vein and grisson's capsule. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---it had a possibility in clamping thick tissue. Was the device fired after this incident in or out of the patient? ---yes. The device was fired out of the patient, but the clip was not fed into the jaws. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? ---no information.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the clip was not fed into the jaws and it fell out when the device was used on the hepatic vain and the grisson's capsule. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the distal part of the jaws had been slightly opened.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.